Event description:
It was reported via literature that device embolization and mitral valve injury occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). Following the completion of the procedure, transesophageal echocardiography (tee) and angiography revealed the closure device had embolized out of the laa and become trapped in the mitral valve resulting in severe mitral regurgitation and hemodynamic instability. The patient underwent emergency cardiac surgery. The closure device was hooked to the mitral valve tendon and severe damage to the mitral valve leaflets had occurred. The closure device was removed and the laa was surgically closed. The damaged mitral valve was surgically replaced with an artificial valve. The patient fully recovered and was discharged ten (10) days post index procedure.

Manufacturer narrative:
H6 patient codes updated. Literature article: sun x, hong d, liu h, li h. (2020) acute mitral valve injury following percutaneous left atrial appendage occlusion: a case report and literature review. Heart surg forum. 23(6): (B)(6).

Manufacturer narrative:
Literature article: sun x, hong d, liu h, li h. (2020) acute mitral valve injury following percutaneous left atrial appendage occlusion: a case report and literature review. Heart surg forum. 23(6): e743-e745. Doi:10.1532/hsf.3157.

Event description:
It was reported via literature that device embolization and mitral valve injury occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). Following the completion of the procedure, transesophageal echocardiography (tee) and angiography revealed the closure device had embolized out of the laa and become trapped in the mitral valve resulting in severe mitral regurgitation and hemodynamic instability. The patient underwent emergency cardiac surgery. The closure device was hooked to the mitral valve tendon and severe damage to the mitral valve leaflets had occurred. The closure device was removed and the laa was surgically closed. The damaged mitral valve was surgically replaced with an artificial valve. The patient fully recovered and was discharged ten (10) days post index procedure.